Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. During procedure, the physician noted the atrial lead was dislodged and exhibited failure to sense and failure to capture. Programming changes were made. The physician attempted to reposition the lead, but the helix was unable to extend. The physician explanted and replaced the lead. The patient was in stable condition.